Manufacturer narrative:
The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pr #: 131261. Part #: 382544. Lot #: 7122830. Complaint: needle retraction failure. Event description: spread out over the past week, they have had 5 catheters that did not retract appropriately. They have quarantined this lot number, and given them to me to send into quality. Detailed incident. Needle would not retract into barrel of iag/bc post season. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7122830 ¿ the lot number was built on afa line 9, from (B)(6) 2017 thru (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification s-au33, s-au34, s-au26, s-au35 and s-au36 it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review qn 200691377 was issued for damage grip causing partial retraction. Root cause was noted has plug station off alignment; which could contribute to the defect observed on the returned unit. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received 504 unused iag/bc 18ga units in sealed packages from the lot number 7122830. There were fifty units per dispenser (8 dispensers) and 104 units in a plastic bag. (See photos pr 131261 cr 132982 - 1 and pr 131261 cr 132982 - 2). Pulled a random sample of 76 and performed the following: visual/microscopic examination: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: . Performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. (There was no audible click when the units were retracted). Test description: method no: results: visual/microscopic, n/a, see observations and testing. Functional test, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation met and performed per the required manufacturing specifications. Investigation conclusion. Conclusions: the defects needle retraction failure; as stated in the subjects of the pir were not confirmed. The returned units did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. Was the device used for treatment or diagnosis? Treatment. Root cause description. Conclusions: the defects needle retraction failure; as stated in the subjects of the pir were not confirmed. The returned units did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. Was the device used for treatment or diagnosis? Treatment. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. (B)(4).

Event description:
It was reported that the needle on a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract during/post use. There was no report of injury or medical intervention.